Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient's father to reset receiver, which was unsuccessful. Dexcom representative then advised patient and patient's father to stop the sensor session and wait for bluetooth icon to turn solid, then start the sensor session. No additional patient or event information is available.